Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt trunk cable connector was severed from the cable. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.